Event description:
It was reported that during a da vinci-assisted surgical procedure, a blurry image was seen through the 8mm endoscope. It is believed the customer tried two different endoscopes, however the issue persisted. The surgery was converted to a laparoscopic procedure with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was converted to laparoscopic procedure due to frustration with the scope. The patient did well and there was no injury to the patient. The issue was identified at the beginning of the procedure. The customer performed troubleshooting with an isi technical support engineer (tse), who advised the customer to reseat the drape, and observed no endoscope errors, except for one 48203, pointing to the endoscope controller (ec) light engine self-test. There were no issues were noted during the system set-up, or port placement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm endoscope instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. The front negative lens was detached in both eyes.